Event description:
Dr. (B)(6), implant surgeon of the hospital, reported to our sales rep (B)(6) that she was performing a surgery procedure. During this she observed that the reported cage was properly detached. There was a delay of 30 min. The surgery was successfully completed at the end.

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the joint between the handle and paddle of the returned instrument was confirmed to be broken at the weld. Mfg record review: no discrepancies noted. Complaint history analysis: nine previous records for similar breakage. Consequently a CAPA was initiated and the following risk was identified: the possibility of metal fragments released at the point of break falling into pt's cavity. As a consequence stryker spine initiated a recall due to the welding inconsistency on those avs tl trials manufactured from 2006 to 2009. This instrument should have been returned in the scope of this recall and should not have been used anymore. A notification letter was sent to each consignee informing them of the recall.